Event description:
Pt noted to have signs and symptoms of hypotension within 20 mins of initiation. Symptoms responsive to normal saline bolus, but b/ps continued low. Pt reinfused and replacement saline totaling 4250cc given with pt 19 kg below goal. Upon investigation, ultrafiltration pump filter discovered to have "bulged" housing preventing maintainance of locked position. Filter and housing replaced. Pt returned to unit following fluid replacment in ER. No adverse sequelae reported. Device age: 4387 clock hours.